Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false elevated sodium processed on alinity c on 4 patients that repeated in the normal range. Results patient 1: was 161, repeated 141mmol/l; patient 2: was 169, repeated 139 mmol/l; patient 3: was 160 repeated 141 mmol/l; patient 4: was 162 repeated 139 mmol/l. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The field service representative performed a site visit and replaced the ict to ict preamp cable for resolution. No additional discrepant result issues have been reported since the cable was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trend or systemic issue for ict to ict preamp cable part or complaint issue was identified. A search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the part associated with this ticket. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.